Event description:
Event desc: during transport from the operating room to the ICU, the IV pump failed. This IV pump failed with no error display, it just went dead with no displays after losing all power to it, it only gave off an audible tone alarm of its failure. The pump was in use on the patient at the time of the event. There was no patient harm. Bio med engineering determined that the IV pump main board failed. Thus, the whole unit stopped working. Past pump failures are battery related. Coronary artery bypass surgery. Device usage problem: device failed (e.g. Broken couldn't get it to work or stopped working). Biomed eval on (B)(4) 2012: inspected pump. Tested functions, tested alarms. Performed general safety test.

Manufacturer narrative:
The device has not been returned for evaluation. A review of the device's history shows that the device has not been serviced by the manufacturer since january 2007. Preventive maintenance is recommended on an annual basis.